Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2018-00580; (B)(4), s802 - device failed, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Rivision surgery - due tofailed poly, broken ulnar extractor, broken poly swap instruments.